Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that drawer 3.1 had failed, and the station was powered off. The fse removed the back panel and reseated the pyxibus cable. All drawer board components were also reseated. The station was then rebooted, and the hardware testing application (hta) was launched. The fse used hta to release the cubies. After the cubies were removed, the side panel was taken off to expose the row board cable. Once exposed, the row board cable was reseated. The side panel was then reinstalled, and the cubies were placed back onto the tray. The station was rebooted again, and the application was launched. The hardware testing was performed successfully, and hardware functionality was verified through the application as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred in which main drawers 3.1 and 3.2 were not detected on the bus after a reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.